Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 was failed to open. Devices affected by this event may lead to an increased risk for fire or smoke and should be considered a reportable event. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the drawer 5 full height was clicking on open, but it opened if pull lightly. So, the fse open back cleaned up massive medication jams and spill but found pocket in back row sticking up on one side and overstuffed which was causing the drawer a slight hard to open once the fse cleaned medication jams and spill and put pocket back in drawer open correctly. The system functioned as intended after the field service engineer repaired the device.